Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was 400 mg/dl. The customer alleges the insulin pump was under delivering because they were not able to control the high blood glucose levels with insulin pump. The customer was treated with insulin pump and injection. The customer reported symptoms related to high blood glucose was pain and going to the bathroom. The customer stated that the drive support cap was normal. The customer was able to perform displacement test and it passed. The insulin pump will not be returned for analysis.